Event description:
During a laparoscopic total hysterectomy, the insulation on the disposable scissor tip came off. It was retrieved from the patient's abdomen by the surgeon. This is the second occurrence of insulation failure with this particular lot number, and the entire lot is being pulled for return to the manufacturer.